Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain with the ipg placement. The ipg was also nonfunctional and was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed.